Manufacturer narrative:
MDR 3003442380-2024-02340 - device 2 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced adhesive issue with three infusion sets. Infusion set fell off during use.duration of use was 1 to 1.5 days. First event occurred on (B)(6) 2024. The blood glucose level was 390-399mg/dl on (B)(6) 2024 and 115mg/dl on (B)(6) 2024 and 128mg/dl on (B)(6) 2024. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available